Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient experienced ineffective therapy one month after implant. It was discovered both leads were fractured. Surgery took place where both leads as well as the ipg were replaced. There ipg was replaced at the discretion of the physician. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. During surgical intervention on (B)(6) 2025, visual inspection indicated that both leads had fractured. As a result, the leads were explanted and replaced. Effective therapy was restored post operatively.